Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 460 mg/dl at the time of the incident. Current blood glucose level was 187 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer allege the insulin pump was under delivery because there blood glucose level got up up to 450 mg/dl to 460 mg/dl at night and they perform displacement test and test was pass. The device will be returned for analysis.